Manufacturer narrative:
Per the manufacturer's senior technical support specialist, during troubleshooting of the issue with the fsr a different cable and motor were used and did not correct the issue. It was determined that the ccu was the cause of the issue.

Event description:
The field service representative (fsr) reported that during field service installation, the centrifugal control unit (ccu) went through a power cycle whenever pressing down the start button. There was no patient involvement.

Manufacturer narrative:
The field service representative (fsr) replaced the centrifugal control unit (ccu). The unit operated to the manufacturer's specifications. During laboratory evaluation, the product surveillance technician (pst) observed that with the suspect ccu installed into lab use only (luo) testing equipment, when the ccu was powered on, the heart lung machine (hlm) would restart. The restart would happen whether it was powered on from the central control monitor (ccm) or the local control start button. Microscopic evaluation of the printed circuit boards showed no anomalies. The ccu was determined to not meet specification.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. The service repair technician (srt) duplicated the reported complaint. A new centrifugal control unit (ccu) pod circuit board assembly was installed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.